Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) capd disconnect y sets leaked. This occurred during fill of peritoneal dialysis therapy. The source of the leak was not detected. There was no report of patient injury; however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.